Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged while in transport and attempting to treat a patient, the device failed with an unknown defib error. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.